Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the valve, manifold, dispense 2 way, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for replacement of the valve, manifold, dispense 2 way. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the valve, manifold, dispense 2 way, was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <26 ng/l): on (B)(6) 2025, sample ID (B)(6), initial result = 51 ng/l, repeat results on another alinity (B)(6) = 19 ng/l, 19 ng/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a patient sample. The following data was provided (customer¿s reference range <26 ng/l): (B)(6) 2025 sample ID (B)(6) initial result = 51 ng/l, repeat results on another alinity (B)(6) = 19 ng/l, 19 ng/l. No impact to patient management was reported.